Event description:
Patient presented with post-op infection. It was stated that the physician normally uses 9mm; however, used 10mm due to quality of bone. Bone quality was noted to be below average. Patient presented with pain/swelling (unk exact date) prior to revision surgery on (B)(6). During this visit, x-rays were taken. Revision surgery performed on (B)(6), at this time, no images were taken of the infected area. Surgeon removed the biosure screw, flushed area around where the screw was, and the site was cultured; results are pending. Screw was then discarded at facility. Patient was given unknown antibiotics. Surgeon states patient is improving however, not yet 100%. It was also stated that the surgeon used arthrex devices in the initial procedure on (B)(6), however, these remain in the patient.

Manufacturer narrative:
No product will be returned; device was discarded after removal from the patient. (B)(4).